Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to low blood glucose on (B)(6) 2021. The customer's blood glucose level at the time of the incident was 10 mg/dl. Emergency medical service arrived, and the customer was taken to the emergency room, and they were hospitalized. Customer was treated with dextrose. The customer declined troubleshooting for the insulin pump. Current blood glucose level was 231 mg/dl. Customer had been using an insulin pump system within 48 hours of the reported low blood glucose event. Customer did allege the insulin pump was over delivering due to low blood glucose. The insulin pump will be returned and the reservoir will not be returned for analysis.